Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. A distal circumferential fracture has the potential for forward firing. Additionally, the glass cap was detached. The reported clinical observation is confirmed based on the fiber damages identified during analysis. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber damages and reported event.

Event description:
It was reported that during a photo-selective vaporization procedure, build up of prostate tissue occurred on the cystoscope (unknown manufacturer) and fiber tip. The physician took the fiber out and wiped the fiber tip off with raytec gauze. When the physician put back the fiber into the cystoscope, the fiber no longer fired, and there was no aiming beam. The laser console had only been on standby for 30 minutes when the fiber anomaly occurred. The fiber was replaced, and the procedure was completed without injury to the patient. The fiber was returned and analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge and glass cap detachment.